Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position of the touchscreen was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 02feb2023 for periodic maintenance and confirmed the touchscreen issue. A touchscreen calibration did not resolve the issue, so the touchscreen was replaced to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.